Event description:
Philips received a complaint on an intellivue g5 gas module indicating that the ino2 and eto2 values are not accurate. The sev and etco2 are measured accurately. However, the ino2 and eto2 values, which should be 40%, are 6%. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Additional analysis was not able to be performed, as the customer did not respond for service. No additional information was provided. The product malfunction was unable to be confirmed because the customer is considered to not have accepted a quote for additional service. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.